Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2016 due to high blood glucose levels. Customer's blood glucose level was over 600 mg/dl. The customer was vomiting. The customer treated his blood glucose level with the insulin pump. The customer went into a diabetic ketoacidosis. He was placed on insulin drip. The customer was off the insulin pump prior to hospitalization since (B)(6) 2016. The device was not returned.